Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a drill bit that broke during an unspecified operative procedure. It was reported that there was no impact on the procedure, the operation was completed successfully and that the broken part was thrown away.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions found to be in compliance with the technical drawings and ao asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that too much mechanical force had been applied during the surgery. Unfortunately we did not receive the other bit therefore we are not able to determine the exact cause which has lead to this breakage. The cross section surfaces of the returned part shows no irregularities. No product fault could be detected.